Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated cartridge "can not be used, replace cartridge" for an unspecified reason. There was no reported adverse impact to customer's blood glucose level. The customer changed the cartridge to resume insulin delivery.